Event description:
The customer reported that the mx40 device alarms will not turn on. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that the mx40 device alarms will not turn on. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.